Event description:
Patient called alleging one touch profile meter was reading inaccurately low, which led patient to be treated in the hospital. On the day of the event, patient obtained a reading of 17 mg/dl. Patient does not remember what time of day this was, only that it was early afternoon. Patient obtained a reading of 119 mg/dl in the morning. Patient reportedly did not take insulin because reading was normal. Patient had symptoms with the reading of 17 mg/dl of dizzy, sweating and bad chest pains. Patient's family member called 911 and they took patient to the ER, when patient arrived they tested blood glucose and obtained a reading in the 400's. Emergency administered regular insulin every two hours and patient was released from the hospital around 8 or 9 pm. No further information had been reported.